Manufacturer narrative:
(B)(4). The analysis results found that one tr45w reload was received in good visual condition and fully fired. No further functional test was performed due to the condition of the reload. The cartridge was disassembled to verify the integrity of the internal components and no abnormalities were found. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bariatric procedure, it was a failure in formation of staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.